Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened button dome switch (creased). No unlocked lcd keypad connector during visual inspection. The device had cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call, the act button on the insulin pump weren't responding properly. The device wasn't exposed to moisture, bumped, nor dropped. The customer's blood glucose was unknown. Customer is returning the device for analysis.